Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in mid-march 2018 that this patient was presented back to the electrophysiology (ep) laboratory. This subcutaneous implantable cardioverter defibrillator (s-ICD) device and electrode were explanted due to infection. There were no patient adverse effects reported as a result of the explant procedure.